Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's residual hearing thresholds decreased and she is no longer satisfied with the benefit she is receiving from the device. The device has been explanted. Re-implantation with a cochlear implant is considered but no date has been scheduled.

Event description:
The user's residual hearing thresholds decreased and she is no longer satisfied with the benefit she is receiving from the device. The device has been explanted. Re-implantation with a cochlear implant is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: based on the information from the field the recipient's hearing deteriorated post-operatively, however this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit with the device. In addition, damage to the lead wire of the conductive link as might be caused by minute device mobility was found during device investigation. This finding is in line with the reported in situ testing indicating a device failure which was done right prior to explantation. Other mechanical damages found during investigation are attributable to the explantation surgery. Re-implantion with a cochlear implant is considered, but no date has been scheduled yet. This is a final report.